Manufacturer narrative:
The customer indicated the device was discarded. All affected customers were notified via a device information letter dated september 20, 2007.

Event description:
The customer contact reported difficulty regulating flow; subsequently the patient received more IV fluid than intended. The tubing set was being used to deliver 1l of d5w at an unspecified rate. The cair clamp was being used to regulate the flow rate. After an unspecified length of time in use, the customer contact reported, the solution container was empty. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.